Event description:
Patient tests at 4am, 7am and 7pm. He tested in the morning and rec'd a high reading. He dosed 22 units of insulin and skipped lunch. He tested in the evening, was very hungry and also commented he had hypoglycemic symptoms. The meter showed 400 mg/dl. He states that another time, he ate lunch and the reading was low.

Manufacturer narrative:
The device has been returned to the manufacturer. The confirmation investigation found no fault with the meter. The test strip lot DHR was reviewed and passed qc testing. A review of both the owner's guide and similar complaints was performed. Multiple attempts at acquiring more info from the patient were made with no success. The root cause of the incident could not be determined based on the limited info provided.